Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract.

Event description:
It was reported that the right ventricular lead was dislodged. During the repositioning procedure the lead reached the target position but the helix could not be extended. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.